Manufacturer narrative:
A tear was observed in the exposed portion of the soft cannula and fluid was observed leaking from this tear. It could not be conclusively determined how or when this damage occurred, or if it contributed to the reported event. The top housing was observed to be cracked. The timing and cause of this damage is unknown. The cracked top housing did not impact device functionality.

Event description:
It was reported the patients blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was leaking insulin.